Event description:
During testing of device, fault message was intermittently displayed. MFR has duplicated the reported condition.

Manufacturer narrative:
The reported condition was initially duplicated by the MFR. Device was disassembled for visual inspection and individual testing of circuit boards. Circuit boards passed testing. Bottom case assembly was then exercised 1,000 with no further malfunctions. The malfunction associated with the previous event could no longer be reproduced by the MFR. Will monitor for frequency and severity.